Manufacturer narrative:
Investigation results: the removed portion of the implant was discarded at the user facility and is not available for evaluation. The lot number of this device was not available. The instructions for use cautions the user: detailed instructions on the use and limitations of the device should be given to the patient. The risk of bio mini-revo anchor breakage during implantation is reduced by following the specified procedures listed below. Proper selection and placement of the implant are important considerations in the successful utilization of this device. Proper orientation and alignment of instrument is important during implantation of the bio mini-revo to minimize possible breakage of the anchor. Breakage of the bio mini-revo is possible if: the pilot hole is not drilled to an adequate depth. The tap is not inserted to the proper depth. Improper alignment of anchor to pilot hole. Loose or non-secure anchor on driver. It is not used with the bio mini-revo drill guide, cat. No. C6171 or c6172. The anchor inserter is used for prying. The bio mini-revo implant is advanced too deep. A small amount of forward pressure is not applied while rotating the handle.

Event description:
The user reported that during the post-operative period following a labral shoulder repair with this implant, his patient complained of increased shoulder pain. The patient underwent a second surgery in which the surgeon found the head of this device floating in the patient's joint. The head of the implant was retrieved. The body of the implant remained intact, and the surgeon elected to leave it implanted.